Manufacturer narrative:
Product analysis :macroscopic examination confirms the implant is fractured into multiple pieces and broken. The multiple broken portions of the implant are missing and not returned for analysis. Optical examination of inserter interface posterior nose identified deformation and off-center witness marks, consistent with significant force off-axis during attempted insertion. Examination of the fracture surfaces reveal a fairly brittle fracture surface, with rays emanating outward, and no indication of fatigue. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4). This product is not approved for sale in us but a similar device with catalog number 9393007 and 510k number k094025 is approved for sale in us. Results pending completion of evaluation.

Event description:
Pre-operative diagnosis: spondylolisthesis l4-l5 it was reported that on (B)(6) 2015, intra-op, during implantation of the cage, the cage was broken. No fragment of the cage remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.